Manufacturer narrative:
The astral device was received by resmed and an evaluation was performed. Performance testing confirmed that the touch screen was responding intermittently. The evaluation found that the lcd touch screen sensitivity was misaligned. The touch screen was recalibrated to address this issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touch screen. There was no patient injury reported as a result of this incident.